Event description:
It was reported that during the implant procedure, the lead was unable to be placed in a stable position due to the patient¿s anatomy. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).